Event description:
The customer called and reported the insulin pump alarmed, indicating an error was found during a safety check. Customer's blood glucose was 111 mg/dl. During troubleshooting, customer was advised to program a bolus into the air. Bolus amount was recorded in bolus history. During a self test, the alarm recurred. Customer was advised the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty y-piece connector at radio frequency board. The insulin pump was received with cracked case at display window corners and battery tube threads, and minor scratches on the display window.